Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty radio-frequency board. The insulin pump received with a cracked reservoir tube lip, a cracked battery tube threads, a scratched lcd window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It ws reported that the customer received a radio-frequency alarm on hi s insulin pump. He was able to deliver boluses, but he was having issues with his glucose monitor and sensor linking to the insulin pump. The alarm was occurring during the prime and rewind process. Troubleshooting was performed and the customer stated that after a rewind, the insulin pump restarted itself and would start counting down. The customer's blood glucose was 283 mg/dl. Nothing further was reported.